Manufacturer narrative:
Internal file number - 334904/1-1.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak was confirmed due to a crack in the sidearm. It is likely that syringe or flushing device was over-tightened causing the sidearm to crack at the threads. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 4.0x150 armada 18 balloon catheter, a leak was noted in the balloon. The device was set aside and a new balloon catheter was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.